Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm. The customer stated arrow button on the insulin pump gave them hard time. Customer stated belt clip was broken off. Customer stated they had no delivery alarm occasionally. Customer stated insulin pump has squirted out insulin on occasion. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.